Event description:
It was reported that two expedium titanium uniplanar screws malfunctioned in surgery. The internal saddle of the first screw twisted within the screw head and a concomitant device rod could not be seated. As a result, the rod could not be reduced and the screw was removed intra-operatively. The inner saddle of the second screw also was twisted but the screw was implanted without a set screw. The following mfg medwatch reports are being filed for the two uniplanar screws that were involved in this event. 1526439-2014-11787, 1526439-2014-11788.

Manufacturer narrative:
The expedium uniplanar screw was implanted and is not available for evaluation. However, it was reported that the surgeon mistakenly used a monoaxial screw driver to insert and remove the screw. This driver interacts with the area where the cap would be, however, monoaxial screws do not have a cap due to their design. This driver would put unanticipated forces on the cap/inner saddle of the uniplanar screw which may cause it to become unseated and rotate. A device history record review found no discrepancies. A 12 month complaint trend analysis for the product family found no emerging trends. The root cause for the cap twisting cannot be positively identified. However, it is most likely due to using a monoaxial driver and then attempting to reduce the rod on the twisted cap. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.